Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. Internal control number: 212793.

Event description:
A report of epithelial loss, associated with the extended use of a contact lens, was received from a consumer. Medical attention was sought from an urgent care clinic after the pt awoke with pain that evolved from a mild discomfort to severe pain in the left eye. The urgent care staff could not determine that anything was wrong and the pt returned home. The same night, the pain became more intense and the next day, the pt visited the emergency room where she was told that as a result of wearing the lens as extended wear, the lens dehydrated on the eye and removed the top layer of the cornea, exposing the nerves. Further information was not provided.